Event description:
It was reported that one week post implant, the patient presented experiencing back and chest pain. A CT scan and echocardiogram revealed cardiac perforation. The lead was successfully repositioned, and the patient tolerated the procedure well. The patient was discharged the following day, and would be monitored.

Manufacturer narrative:
Na